Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to probable irradiation dose lots or device lots were noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Surgeon reported, 'second week patient got infection', 'soft tissue infection and I removed the digit widget in clinic. The infection resolved with abx.'